Event description:
On (B)(6) 2012, it was reported that the check button on the pt's infusion device was not functioning. The pt was unable to clear a power-interrupt error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroy the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage. The check and menu buttons function were tested successful and meet the specification. The problem mentioned by the customer is related to careless handling of the product.